Event description:
It was reported that the patient had an initial left total knee arthroplasty. Approximately 7.5 years post-op, the patient underwent a revision due to hyperextension and instability. During the surgery, the surgeon found polyethylene wear, effusion, synovitis, joint laxity, and the impingement of the poly with the femoral component. The poly was exchanged and all other components remain implanted. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42500606601 - femur cemented posterior stabilized (ps) standard left size 9 - 62958250. 42532008301 - tibia cemented 5 degree stemmed left size h - 62770833. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 63129501. 42540000035 - all poly patella cemented 35 mm diameter - 62969317. Unknown - unknown palacos cement - unknown . Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 42500606801 - femur cemented posterior stabilized (ps) standard left size 10 - 62958250 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified evidence of wear on the polyethylene component, with visible discoloration and surface irregularities. The edges of the component appear uneven. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Operative notes provided and reviewed state that the patient initially underwent a left total knee arthroplasty. Subsequently, a revision surgery was performed due to hyperextension and instability. During the revision, findings included polyethylene wear, joint effusion, synovitis, joint laxity, and impingement of the polyethylene with the femoral component. The polyethylene insert was replaced, while the femoral and tibial components were confirmed intact and left implanted. No intraoperative complications were reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.